Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 40 - 54 mg/dl; cause was not known. Reportedly, the customer went unconscious and fell causing bruising then was transported to the emergency room (ER) via ambulance. Customer consumed carbohydrates to address bg and was treated intravenously with fluids of saline. Additionally, it was reported that the insulin gauge was inaccurate. A replacement pump was sent to the customer to resolve the issues.